Event description:
It was reported by nursing staff that the patients IV initiated with 24g viavalve catheter as per site policy. Packaging intact. After insertion, the patient noticed blood was leaking from IV hub where it meets the insertion site. Flushed the IV with ns syringe and the saline leaked around insertion site. IV catheter removed and inspected. Noted that there was a small leak where catheter meets the hub. There was patient involvement with no harm.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.